Event description:
The customer reported intermittent system lock ups. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and repair, however, no conclusion can be drawn as repair info is unavailable and no additional service info was provided.